Event description:
It was reported that during the implant procedure there was an unexpected lead bend/kink during placement. The physician stated that it was not due to patient anatomy. The lead was removed and new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).